Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation was unable to reproduce the reported symptom of 'downstream occlusion alarm is out of range" or refute the allegation through the history log. The device passed all occlusion testing and was found to be within specification. However, evaluation found the downstream pressure plate gap to be out of specification. Evaluation also found the downstream sensor numbers to be out of specification (high) which may have contributed to the reported symptom. The downstream tubing guide was replaced to correct this condition.

Event description:
It was reported that spectrum infusion pump had an issue with downstream occlusion alarm that was out of range during testing. It was also reported that there was no patient involvement.